Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The following additional information was provided by the customer. The device failed pounds per square inch testing and alarmed above the range acceptable. The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.